Event description:
Per the audiologist, the patient hit his head and could no longer hear with his cochlear implant system. Exchanging the external equipment did not alleviate the problem. Testing by the audiologist suggested a device malfunction. The patient's device was explanted in 2007, and a new device was reimplanted during the same surgery.